Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: reveal linq versus reveal xt implantable loop recorders: intra- and post-procedural comparison. Journal of pediatrics. 2017; 187:290-294. 10.1016/j.jpeds.2017.04.057. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icms). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients experienced device erosion, infection at the implant site, and soreness at the implant site. The status of the devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.